Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the tl90 device misfired a staple on distal rectum and staple line not down. The surgeon used a tl60 to complete the case. There was no consequence to the pt.